Manufacturer narrative:
At the time of the event, it was deemed likely probable cause of the reported issue was that the patient tracker was moved accidentally during the surgery. On 01/25/2017 software investigation completed. Findings are that software engineers are unable to determine probable cause without further information. Per case detail suspect frame movement caused the symptom. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of 1 centimeter occurred. After inaccuracy was found, the surgeon re-registered the patient and deemed the issue was resolved. No specific direction of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.